Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional inspection of the returned device revealed tacks jammed in the e-piece and the e-piece was partially disengaged from the lower tube. The instrument was fired on the test media and the tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of rough handling of the unit during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. The device was being used for tacking the peritoneum. The device stopped firing midway through. In order to resolve the issue and complete the case, changed the device. There was no patient harm. The patient outcome is alive, no injury.